Event description:
It was reported that a patient underwent a cervical posterior single door spinal canal decompression surgery on (B)(6) 2021 and suture was to be used. During the procedure, the package of the device was found damaged with air leakage when it was about to be used for sewing in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the device integrity was affected due to the issue? Please confirm what do you mean by which could not meet the aseptic requirements please explain what is the lot number & product code?

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/25/2022 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * could you please confirm if the device integrity was affected due to the issue? Please confirm,¿¿according to the feedback of the sales representative, all the above answers are unknown. * what do you mean by "which could not meet the aseptic requirements"? Please explain * what is the lot number & product code?